Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 45-year old caucasian female patient underwent breast augmentation revision with two 550cc mentor memorygel breast implants. Post-operatively, the patient, after a mammogram compression, suffered breast pain, left breast implant rupture, and left breast hardness on top. The right breast implant also has a thin top section. In addition, the patient also suffered the following symptoms: anxiety, panic attacks, mood swings, depression, estrogen dominance syndrome, early menopause, ovarian cysts, endometriosis, weight gain, concentration deficit, memory decline, brain fog, hair loss, easy bruising, frequent bruising, fatigue, muscle weakness, word retrieval, loss of balance, decreased alertness, insomnia, spinal problems, arthritis, stenosis, and degenerative disk disease. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On june 7, 2023, mentor received additional information indicating that the patient has been scheduled for breast implant removal surgery on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness.

Manufacturer narrative:
On july 21, 2023, the mentor failure analysis lab received the device for evaluation. On july 31, 2022, mentor received additional information indicating that the patient's implants were replaced with the following devices: (left) 650cc mentor memorygel breast implant catalog: 3506504bc, lot: 9853885, sn: (B)(6) and (right) 650cc mentor memorygel breast implant catalog: 3506504bc, lot: 9853885, sn: (B)(6). On august 3, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 550cc returned device. At the present, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required.